Event description:
The user facility reported that the physician attempted to use the ik device involved in the patient's vein; however, the wire was not able to advance in past the needle, the wire kept knuckling. The physician attempted to back the wire out, and tip of the wire sheared off inside the patient. It was believed that the tip was inside the tissue tract, not the vein. The patient will have to have the wire surgically removed. The patient was in stable condition. The event occurred intra-operative. Additional information was received on (B)(6) 2022: the procedure performed when the tip of the wire broke was unknown. The wire tip was not removed from the patient. The tip is in the subcutaneous tissue. It was reported that the patient wasn't a candidate for surgery and eventually will have the wire removed later.

Manufacturer narrative:
Reporter occupation - lead cardiovascular technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Terumo tmc performed a maude search on 30 nov 2022. Report number (B)(4) was found and was confirmed to be of the same reported event; therefore, the maude report has been provided. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is the user pulled the guidewire back through the needle. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).